Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that no capture was noted on this patient¿s left ventricular (lv) lead. An increase in thresholds was also noted and there was a high pacing impedance measurement of 2000 ohms involving the lv lead and cardiac resynchronization therapy pacemaker (crt-p). Programmed outputs were sub-threshold which is why no capture was noted. It was believed that the lv lead is fractured, but this has not been confirmed through x-ray. The patient was asymptomatic and there was no pauses in pacing of greater than two seconds. The lv output in the crt-p was reprogrammed and the patient will continue to be monitored. The patient¿s system remains implanted and in service and no adverse patient effects were reported.